Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was revised due to diaphragmatic stimulation and dislodgement. The physician tried using the lead again but it didn't track well plus the vein selected was too big for the lead. This lv lead was explanted. No adverse patient effects were reported.